Event description:
It was reported that the patient's right atrial lead exhibited noise since a prior procedure. False mode switch episodes were recently noted. The patient presented for a right atrial lead explant procedure due to noise. The physician elected to replace the right ventricular lead due to age. During the procedure, insulation anomalies were noted on both the right atrial and right ventricular leads. Both leads were explanted and replaced. The patient was stable throughout and will continue with routine follow-up.